Event description:
Patient's representative reported "typical breast implant illness (bii) symptoms" and gel bleed. A fibroadenoma was extracted during surgery. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.